Manufacturer narrative:
One ensite velocity¿ genconnect to amplifier cable, black was received for evaluation. Electrical continuity testing of the returned cable showed no anomaly. No evidence of noise artifact was observed. The reported signal distortion could not be confirmed. Electrical continuity testing of the returned cable showed no anomaly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the distal and 2 electrodes on the catheter appeared distorted. The catheter was replaced with no resolution. No bent or missing pins were noted within the genconnect connectors on the amplifier or ampere. The procedure was completed. Due to the mapping issue, post procedural mapping and final pacing was not conducted so it is unsure if the ablation procedure was successful.